Event description:
On february 20, 2009, baxter received notification from the neonatal intensive care unit (nicu) nurse manager that an infant patient with a central line (umbilical venus catheter, double lumen) could not be disconnected from the baxter clearlink non-dehp y-type catheter extension set and the line had to be discontinued prematurely. The single end could not be detached from the double lumen uv catheter and one of the y ends could not be detached from the filter extension. The second lumen of the catheter was unaffected. The baxter set was hard to remove and while trying to remove the set, the hard plastic piece (nose) at the end of the luer broke off inside the catheter. The plastic piece remained stable and did not float within the catheter. The nurse was concerned that the luer area may have been contaminated during the difficult disconnection between the baxter set and the catheter. The infant patient was reportedly septic in 2009. A culture was not performed after removing the catheter. The patient was premature, and was receiving maintenance solution at the time of the event. The patient recovered. The nurse does not know if the sepsis was due to the product quality issue or other factors, such as her sick mother. The lot number is not available and the sample was discarded.

Manufacturer narrative:
The lot number is unknown. The sample was discarded.